Event description:
The facility representative reported and overinfusionon the pump. The representative stated "the flow rate is not correct, it os off, past 3%". This was found during biomed testing, with no patient involvement. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. Evaluation summary: the repoprted problem of overinfusion, was not confirmed. The infusion pump was tested for flow accuracy. The results were within specification.